Manufacturer narrative:
On 22-dec-2021, mentor received additional information about the event: it was reported that the patient developed baker grade iii capsular contracture in her right breast post implantation. A separate medwatch report will be submitted for the patient¿s right breast prosthesis. The patient had her explanted breast prostheses replaced with mentor memorygel breast implant 590cc gel breast prostheses on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05-oct-2021, mentor received additional information about the event. It was initially reported that the patient developed baker grade ii/iii capsular contracture in her left breast post implantation. New information received states that the patient was diagnosed with left breast baker grade iii/IV capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 25-oct-2021, mentor received additional information about the event: an updated diagnosis of left breast baker grade IV capsular contracture was reported. The patient is scheduled to undergo bilateral explantation and replacement with unspecified mentor gel breast prostheses on (B)(6) 2021. Reason for device explant and/or reoperation: capsular contracture. D6b explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent an unspecified breast surgery with a mentor memorygel breast implant 425cc gel breast prosthesis developed baker grade ii/iii capsular contracture in her left breast post implantation. The capsular contracture was diagnosed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.